Event description:
It was reported that while the ventilator was connected to a patient, a disconnection occurred and according to the hospital no alarms were generated. The patient suffered bradycardia but the final patient outcome was no patient harm.

Manufacturer narrative:
The logs were received and a preliminary evaluation shows no malfunction of the ventilator on the day of the event. The last successful pre-use check was performed 4 days before the date of the event. There is no entry in the technical log to indicate a ventilator malfunction. The event log however contains alarms indicating disconnections of the ventilator on different occasions on the day of the incident. These alarms are both visual and audible. The information of the exact time of occurence of the reported disconnection has been sought from the hospital but to date it has not been provided. A supplemental medwatch will be submitted when the investigation has been completed. (B)(4)